Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 18141279/18141279, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 18141270/18141270, model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to anxiety issues.